Event description:
The customer called and reported the insulin pump alarmed with compromised force sensor system. Customer's blood glucose was 185 mg/dl. The insulin pump had not been bumped or dropped prior to the alarm occurring. The drive support cap appeared normal. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement test. However, the pump gave an alarm during the basic occlusion test due to a slightly loose drive support disk. The pump was received with a missing address serial label. The pump also had a broken reservoir tube lip, a cracked case at the reservoir tube window corners, a cracked reservoir tube window, and minor scratches on the lcd window.